Event description:
Account experiencing intermittent precision problems with the calcium assay since beginning of 2008. The following examples of discrepant calcium results were provided, which occurred about one month later: pt 1, initial result gave 6.2 mg/dl; repeat gave 7.7 mg/dl. Pt 2, initial result gave 6.9 mg/dl; repeated twice giving 7.7 mg/dl each time. Pt 3, initial result gave 6.2 mg/dl; repeat gave 7.1 mg/dl. Pt 4, initial results gave 6.9 mg/dl; repeat gave 7.6 mg/dl. Erroneous results were reported. Pts not adversely affected. The field svc rep determined the cause of the discrepant results to be pressured from the water gear pump too low, and replaced gear pump. Performance tests were performed and within spec.